Event description:
A peritoneal dialysis (pd) patient's mother reported that there was a fluid leak associated with the patient's pd treatment. There were 2 air detected in cassette warnings in fill 1 of 3. Treatment was stopped and fluid was discovered in the pump module area of the cycler after technical services advised patient to reset up with new supplies. Multiple attempts were made to gather missing details but no information was received. No samples were returned or indicated as being available to be returned. Additional information was discovered when it was indicated that the mother called back to technical services and reiterated having had a leak in that prior night. The mother was advised to reset up, but the mother explained as the reset up was being done there was more fluid noted under the cycler and the mother does not want to continue to use the cycler. A new cycler was issued. The cycler is available to return for investigation.

Manufacturer narrative:
Additional information: b.5., d.9.,and h.3.

Event description:
A peritoneal dialysis (pd) patient's mother reported that there was a fluid leak associated with the patient's pd treatment. There were 2 air detected in cassette warnings in fill 1 of 3. Treatment was stopped and fluid was discovered in the pump module area of the cycler after technical services advised patient to reset up with new supplies. Multiple attempts were made to gather missing details but no information was received. No samples were returned or indicated as being available to be returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.